Manufacturer narrative:
H10: thirteen (13) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed, and six (6) of the devices leaked at the filter. The reported condition was verified. The remaining seven (7) devices did not leak; therefore, the reported condition was not verified. Based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported the date of the events were on unknown dates between (B)(6) 2020 and (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported thirteen (13) non-dehp micro-volume extension sets leaked. ¿most¿ of the sets were labeled that the leak occurred at the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.